Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the device was explanted and replaced. Therapy has been restored postop.